Manufacturer narrative:
Subject: qv otc caller reported nosebleed after swabbing nose; asking if blood in sample will affect results -- tss advised no effect on test results with blood; reviewed procedure, logged feedback for further evaluation; advised to seek medical help if needed. Investigation conclusion: a review of complaint history did not identify any adverse trends. Investigation summary: in response to your complaint, we reviewed the complaint history log for this lot and no significant trend was identified. The information you provided has been documented and will continue to be monitored for future trends. Root cause: unable to determine.

Event description:
Qv otc caller reported nosebleed after swabbing nose; asking if blood in sample will affect results -- tss advised no effect on test results with blood; reviewed procedure, logged feedback for further evaluation; advised to seek medical help if needed.